Manufacturer narrative:
(B)(4). Batch #: unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What was the patient¿s diagnosis? When they use the term macro-abscess, was the abscess near the colon? Was there additional evidence of gross purification of the sigmoid? What was the condition of the tissue at the edges of the resection? What drove to decision to redo the anastomosis after the 1st leak was identified? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak? Is the ileostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that they started a lap. Sigma resection which had to be converted due to severe inflammation and macro-abscess. After successful settling of the sigmoid, the anastomosis was performed. The cdh29b was inserted as prescribed, and the anastomosis was checked for leakage by air sampling. Leakage was detected and resection was necessary. Thereafter, leakage in the staple suture row also recurred. This could then be corrected by suturing over the anastomosis. A double-barrelled iliostoma was created. The patient's condition has been good so far.

Manufacturer narrative:
(B)(4). Date sent: 09/28/2021. D4: batch # u5dr53. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. As the final adjusting revolution is approached, the orange staple height indicator moves into the green range of the tissue compression scale. Adjust the device slowly until appropriate tissue resistance is felt for a secure anastomosis. Rapid compression may not allow sufficient time for fluid to egress from the tissue and generate resistance before the appropriate compression is achieved. Wait 15 seconds to allow for adequate tissue compression, and adjust if needed to maintain appropriate tissue resistance. Provided the orange staple height indicator falls fully within the green range of the tissue compression scale before firing, the device will form staples at the height indicated for the selected tissue compression. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/23/2021. Additional information was requested, and the following was received: what were the indications for surgery? Lap sigma surgery what was the patient¿s diagnosis? Diverticulitis when they use the term macro-abscess, was the abscess near the colon? Yes was there additional evidence of gross purification of the sigmoid? Yes, the bowel was previously cleaned and a CT with contrast was performed what was the condition of the tissue at the edges of the resection? Fine what drove to decision to redo the anastomosis after the 1st leak was identified? Macroscopically a large hole, so that an oversewing was no longer possible and therefore had to be anastomosed again using a stapler. Did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Oa dr. T a-k where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? In the middle did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. Donuts were complete. Was a complete transection of the white breakaway washer visually confirmed? Unknown were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Laterally at 9 o'clock small hole, which must be sewn over. Was the staple line visualized endoscopically during the initial surgical procedure? No what was observed at the site of the leak? Is the ileostomy temporary or permanent? Temporary. What is the current status of the patient? Very good, the inflammation values are declining.